Event description:
The following report was rec'd from the affiliate: approximately ten days post cypher stent implantation, the pt was emergently brought to the hospital in an unconscious state. Cag was conducted and thrombus was observed in the cypher implanted proximally. To treat the thrombus, aspiration was conducted with a peripheral protection device. Then poba was conducted several times. A driver stent was implanted in the cypher stent implanted proximally. The pt recovered and was discharged from the hospital. Physician's comment: the cause of the thrombotic event was because the proximal portion of the stent implanted proximally remained under-dilated. The procedure was an elective case. The target lesion was the proximal circumflex. The vessel was a de-novo and concentric. Lesion classification of the vessel was type b1. The lesion length was 10mm and vessel diameter was 4.0mm. Originally, the procedure was only an implant of a 4.0x15mm driver stent at the lesion. Pre-dilation was conducted with a 3.5x 12mm balloon at 24atm for 28 seconds. A 4.0x15mm driver stent was deployed at 12atms for 20 seconds at the proximal circumflex. At that time, a dissection occurred distal to the driver. The dissection was treated by poba with peripheral protection device (filtrap). When filtrap was retrieved, the driver stent became caught in the filter and was retrieved. To treat the dissection, a 3.5x23mm cypher des was deployed at 14atms for 18 seconds from the proximal to distal branch of the circumflex. Then to treat the target lesion, a second 3.5x13mm cypher des was deployed at 22 atms for 14seconds instead of the driver proximal to the 1st cypher in an overlapping fashion. Post-dilation was not conducted because the post-balloon could not cross the lesion due to the flexion of the vessel. So the proximal portion of the stent implanted proximally remained under-dilated. Ivus was not conducted. The residual % of stenosis was 25%. Timi flow pre and post procedure was iii. Act was not measured.

Manufacturer narrative:
Please note: device (cjs13350 lot# unk) is distributed outside the united states. However, it is similar to the united states product cxs12350. Any add'l info will be submitted within 30 days of receipt.